Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Additional code: hwc. (B)(4). The devices will not be returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 456.315s, lot#: 6590819 (sterile) - 10mm/130 deg ti cann troch fixation nail 170mm-sterile. Quantity 6. No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was originally implanted with trochanteric fixation nail (tfn) for a hip fracture in 2011 (exact date unknown). A few years later (exact date unknown) the patient had a total knee replacement and developed osteomyelitis which resulted in an above the knee amputation. On an unknown date the patient went to the emergency room and tested positive for osteomyelitis. On (B)(6) 2016, the surgeon decided to remove the trochanteric fixation nail, helical blade, screw and end cap; all hardware was removed intact. The surgery was completed successfully with no medical intervention or delay in surgery. The patient was stable following surgery. This report is 1 of 4 for (B)(4).